Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed a soda to address bg. Customer updated their pump settings to address the event.